Manufacturer narrative:
(B)(4). The hospital biomedical engineering staff evaluated the customer¿s device. The reported issue was determined to be due to a failure of the main keypad assembly. The hospital biomedical engineering staff replaced the main keypad assembly and subsequently confirmed proper device operation through functional and performance testing. The removed main keypad assembly was provided to the customer¿s local physio-control service representative who performed a visual examination of the assembly and observed that there was physical damage to the switch button overlay. The service representative was also given the opportunity to evaluate the device following the repair performed by the hospital biomedical engineering staff. The service representative observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. A clinical review of the file was performed where it was determined that the device use may have contributed to the patient¿s outcome, based on defibrillation therapy being delayed for more than 30 seconds during the event.

Event description:
The device was used with a (B)(6) year old male patient being treated for a possible st-elevation myocardial infarction (stemi). During transport to the hospital, the patient went into a pulseless ventricular tachycardia (v-tach). The customer reported that their device was not able to shock in either the AED or manual mode using the quik-combo therapy cable and defibrillation electrodes. CPR, drugs and oxygen were administered. A backup device arrived after approximately 16 minutes and was used to administer four (4) shocks to the patient. The patient was delivered to the hospital and after several minutes of additional treatment, the patient was pronounced deceased.

Manufacturer narrative:
Physio-control further examined the removed main keypad assembly and verified the reported failure. Physio observed that there was cosmetic damage to the left-side of the analyze button and, upon further inspection, found damage to the analyze switch mechanism that would cause it to intermittently stay shorted when the analyze button was pressed. When the analyze switch is shorted, it is not possible to charge the defibrillator.